Event description:
It was reported that the device was in back up vvi mode was received via merlin.net transmission. The patient was brought into the clinic and device code download was performed successful. The patient was asymptomatic. Patient condition was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.